Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient experienced symptoms of dry mouth, tachycardia, nausea, blurred vision, and mental confusion. The patient was transported to the hospital at 5:00 p.m. The blood glucose result was 359 mg/dl on the hospital's meter. The patient was treated with intravenous fluid for hydration and an insulin pen with subcutaneous insulin fiasp. The patient was released from the hospital at 10:00 p.m.